Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(6) bluetooth device pairing test was performed and failed. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable based on the finding of the defective transmitter.